Manufacturer narrative:
The customer was provided with a replacement smart cable. The smart cable was returned to verathon for evaluation. The technical service representative attached the returned smart cable to a test monitor and test single use blade. The technical service representative manipulated the smart cable and duplicated the reported loss of image. Since there are no repair available for the smart cable and the customer has received a replacement the returned smart cable was scrapped. A CAPA has been initiated to further investigate this failure.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the image would cut out depending how the user bent the smart cable. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.